Event description:
During a colectomy, the surgeon reported that the device would not engage smoothly with one hand. The pa was also unable to push the device and it required repositioning and two hands to activate; it is not functioning correctly.